Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The following sections could not be completed with the limited information provided. Unique identifier (UDI) # - na.

Event description:
Patient¿s left hip was revised approximately 6 years post-implantation due to loosening. During the procedure, all components were removed and replaced.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately 2 years post-implantation due to pain and elevated metal ion levels. During the revision procedure, it was noted that the femoral neck was cold-welded to the femoral stem and could not be released. Upon attempting to remove the neck, the stem loosened and ejected from the femur due to surrounding osteolysis. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-ray review by radiologist states left total hip arthroplasty with a slightly varus positioning of the femoral stem. Minimal radiolucency is seen of the acetabulum. There is possible osteolysis involving the superior and lateral acetabulum as well as the greater trochanter. Additional information doesn't change the root cause of the investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the patient suffered from metal poisoning.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned and evaluated. There is debris on the outside radius of the cup along with scuffing on the inside radius. The new information does not change the outcome of the previous investigation.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a revision procedure approximately 6 years post-implantation due to loosening. During the procedure, all components were removed and replaced. Additional information received in legal document noted the surgeon postoperative diagnosis was ¿painful left hip replacement and metallosis of the left hip plus osteolysis of the acetabulum and proximal femur.¿ attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays and medical records finding metallosis of the left hip plus osteolysis of the acetabulum and proximal femur, increased metal ion levels, lightly cloudy joint fluid encountered and sent for culture; small metal fragments noted within the fluid capsule. This additional information did not change the outcome of the information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical devices: taperloc por fmrl 9x137 p/n 103203 l/n 436980; m2a-magnum mod hd sz 44mm p/n 157444 l/n 700730; m2a-magnum 42-50m tpr insrt +3 p/n 139258 l/n 440960. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s left hip was revised approximately 6 years post-implantation due to acetabular loosening. During the procedure, all components were removed and replaced. No additional information is available.